Event description:
It was reported that bags were observed to be cloudy during use of an unspecified quantity of em2400 valve sets. This was observed during set up in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The devices were manufactured at one of the following manufacturing locations: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.